Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) 2024 at 1430, nurse moved the patient from wheelchair to bed, changed the gown and cleaned the patient with another nurse, and heard a snap sound while changing the gown. Nurse found the PICC on the left upper arm was broken. No other information was provided.